Event description:
During a therapeutic procedure on a patient, the physician attempted to cursh a calculus rsing the rx retrieval basket with an alliance inflation device. However, the calculus could not be crushed. During this effort, the proximal wire of this product broke when the physician actuated the hand of the alliance inflation device. The physician then obtained another device and successfully completed the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.